Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin, and may have been overfilled. The customer loaded a new cartridge successfully. There was no adverse impact to the customer¿s blood glucose level due to the reported issue.